Event description:
A dreamstation 2 CPAP device was returned to a third-party service center in reference to a complaint of screen is flashing and low pressure. During the initial evaluation of the device, the third-party service center visually inspected the unit and found the pca and bezel ui had thermal damage. There was no allegation of patient harm or injury. It was also noted by the third-party service center that the blower, blower outlet seal, isolator kit, blower box, iso port, and inlet/outlet seal had contamination. The reusable pollen filter also required service and there were error codes noted by the service technician. The third-party service center replaced the defective parts and cleaned the device. The device was serviced, inspected, and tested. The device passed all performance testing.